Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious central corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
An eye care professional reported that a patient presented with a corneal ulcer, right eye, associated with wear of night and day contact lens and use of renu multipurpose solution. Ulcer located central cornea, 5-6 small infiltrates and moderate pain noted. Treatment consisted of vigamox and erythromycin. Follow up visit scheduled. Request has been made for additional information, however, no further information has been provided.